Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Insulin pump received pump error because the force sensor cable is incompletely plugged in. Insulin pump received with cracked case on the back at the battery tube area. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that ring of reservoir compartment was broken. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.